Event description:
The reporter called and alleged a discrepant result when compared to the lab during a correlation. The reported device result was 1.5 inr. The corresponding lab result report was 2.0 inr. The pt was treated from the lab value. The device was replaced and requested to be returned for eval.